Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited chronic high capture threshold. The lead was capped and replaced during a device change out procedure. There were no complications to the patient.